Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary solution set stopped allowing flow while infusing acetaminophen. This occurred after an air in line alarm was cleared from the pump. The set was being used with a non-baxter pump, a non-baxter primary set, and a 16 to 18 gauge catheter. The primary line was clamped and the secondary infusion began to run again. There was no patient injury or medical intervention associated with this event. No additional information is available.